Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient ID: (B)(6). No further information was provided. This report is being filed on an international product, alinity I total b-hcg, list (B)(4), that has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated alinity I total b-hcg result for an (B)(6) patient. On (B)(6) 2021 sample ID (B)(6) generated an initial result of 171.65 and repeat of 2.3 miu/ml. No impact to patient management was reported.

Event description:
The customer obtained a falsely elevated alinity I total b-hcg result for an 11 year old patient. On (B)(6) 2021, sample ID (B)(6) generated an initial result of 171.65 and repeat of 2.3 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
H6: component code: g01003. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined there was no trend for the product. Device history record review for the complaint lot did not identify any non-conformances or deviations. Inhouse testing of reagent lot 22157ui00 determined that the lot was performing acceptably. Based on this investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot was identified. Section a patient information: the patient's age and gender were inadvertently left blank in the initial report. These field have been updated to include the patient information.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.